Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). After a non-bsc guide wire crossed the lesion, a 3.00 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. During crossing attempts, the physician felt the stent strut came into contact wit the tip of the 5f non-bsc guide catheter. The device was removed from the patient and the stent strut was found to be lifted. The procedure was completed with another 3.00 x 38 synergy¿ stent. No patient complications were reported and the patient's status was good.